Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 550 mg/dl. The customer experienced different blood glucose level of 400 mg/dl, 368 mg/dl, 456 mg/dl, 238 mg/dl and over 600 mg/dl. The customer was treated with IV insulin, insulin pump and manual injection. The customer did experience any symptoms such as urinating quite a bit. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Drive support cap appears to be normal. The insulin pump will be returned for analysis.